Event description:
The customer reported that the 9900 system had a milliamps and overload fault error messages. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, snubber board, and generator drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.